Event description:
Healthcare professional (hcp) reported six incidents of blood leaks at the interface of the blood port on the psn 140 dialyzer and the luer lock on the cobe c3 bloodline. Blood loss is reported as minimal for each incident. No patient injury or medical intervention was reported per hcp.